Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. Damage to reservoir compartment/lip/ring the reservoir was not able to lock in place when inserted into pump and reservoir o- ring was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with cracked case display window corner, broken reservoir tube lip and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.